Event description:
Edwards received information that a patient's bioprosthetic valve is failing due to unknown reason. The patient has a 21mm bioprosthetic valve, implanted in the aortic position for approximately two (2) years at the time of this report. The patient was scheduled to undergo a valve-in-valve procedure, however the patient developed complication during and after cardiac catheterization. It was confirmed that this complication was not due to the use of any edwards product. Due to this complication, the patient's valve-in-valve procedure is postponed indefinitely.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted in the patient. A review of the device history record confirmed that this device passed all manufacturing and sterilization inspections with no nonconformance. Follow-up attempts to obtain further information are in progress. Without additional information, edwards is unable to investigate root cause for the reported event. Should new information become available, a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.